Event description:
It was reported that the patient had left arm pain. It was noted that the patient had developed deep vein thrombosis that was related to the right atrial (ra). Right ventricular (rv) and left ventricular (lv) leads. The patient was started on medication and the leads remain in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.